Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a broken cable at the distal end of the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. Engineering also observed an additional finding, scratches and indentation marks were found on the edge and surface of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.